Event description:
In additional information received on 23aug2023, it was reported that the location of the guidewire fray could not be provided; however, it was noted that the wire fray made insertion of the wire difficult to accomplish. The lot number is also unavailable, as the product and packaging were discarded at the close of the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the wayne pneumothorax tray was found to be "frayed" when opening the package prior to a pulmonary procedure on an unknown patient. A new like-device was opened to complete the intended procedure successfully. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: supply chain manager. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that the wire guide included in a wayne pneumothorax tray was found to be "frayed" when opening the package prior to a pulmonary procedure. The location of the guidewire fray could not be provided; however, it was noted that the wire fray made insertion of the wire difficult to accomplish. A new like-device was opened to complete the intended procedure successfully. The patient did not experience any adverse effects due to this occurrence. The lot number was unavailable, as the product and packaging were discarded at the close of the procedure. Reviews of the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not review the DHR due to the lack of lot information from the user facility. Review of sales records to the user facility, over three years prior to the date of event, could not sufficiently narrow down the lot number. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: how supplied ¿-upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of dmr and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the limited information provided and the results of the investigation, cook was unable to establish a cause for this event. It is unclear how the product was damaged. There is no lot number, photos of the damage, or device return. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.